Event description:
It was reported that the surgeon inserted a competitor's lens with the msi-pm injector and the trailing haptic got stuck in the injector. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required to close the wound. The pt's current prognosis is good.